Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using an 8f sheath after a percutaneous coronary intervention procedure. Reportedly, the foot did not deploy as the foot did not open. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to mechanical jam-foot include, but not limited to, aggressive user technique or incorrect foot position. The treatment appears to be related to the circumstances. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.